Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited inappropriate shock which caused the patient to fall down. No intervention was performed. The patient had no consequences.